Manufacturer narrative:
This report is submitted on 31 march 2020.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2019 due to migration of the electrode array and a performance decrement. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 30, 2020.